Manufacturer narrative:
(B)(6)

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating an alarm was triggered: "check vent: primary alarm failed." The alarm was displayed before the device was used on a patient, prompting staff to refrain from usage and replace it with another v60 device. The sales representative subsequently visited the hospital to retrieve the device, which continued to operate while the issue was observed. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The power switch overlay was replaced to resolve as separate, non-reportable issue (alarm led failed). This investigation is still ongoing.

Manufacturer narrative:
The authorized service provider (asp) replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Upon further investigation and per the good faith effort (gfe) response received, the technician found no record of a ¿check vent: primary alarm failed¿ alarm in the event log, nor did this alarm occur during evaluation in the repair center. As a result, no components were replaced in relation to this issue. It appears that the sales representative may have mistakenly reported the occurrence of the ¿check vent: primary alarm failed¿ alarm. It was determined that there was no device malfunction related to a primary alarm failure and that the complaint was created in error. Therefore, this complaint no longer meets reportability requirements and is redacted.